Event description:
The entire system was explanted due to inappropriate shocks. The patient received a trans-venous system. There were no additional adverse patient effects. The device has been analyzed. It was reported that the patient had several inappropriate shocks due to t-wave oversensing. It was discovered that the patient had stopped taking prescribed beta blockers. Technical services discussed the beta blockers. There were no adverse patient effects. The device remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient had several inappropriate shocks due to t-wave oversensing. It was discovered that the patient had stopped taking prescribed beta blockers. Technical services discussed the beta blockers. There were no adverse patient effects. The device remains implanted.